Manufacturer narrative:
Internal investigation of the da vinci system software logs was performed by isi engineering and it was determined that there may have been unintentional activation of the ecm, however based on the limited information provided by the facility this cannot be confirmed. This complaint is being reported due to a da vinci surgical system becoming unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this event were to recur it could potentially cause or contribute to an adverse event. As of the date of this report there have been over 25 procedures completed at this facility with this da vinci system with no recurrence of this event. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported during a da vinci assisted right hemicolectomy procedure, the customer reported that the endoscopic camera manipulator (ecm) was moving without the surgeon's input. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the endoscope. The clinical sales representative (csr) on site for the procedure stated that the surgeon side console (ssc) head sensor was engaged, the surgeon had his hands placed on the master tool manipulator controls, the surgeon was not pressing the camera control pedal and the da vinci system showed no errors. The surgeon made the decision to complete the planned surgical procedure using laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility, but was unable to reproduce the reported failure. He reviewed the system error logs and test drove the da vinci system with no problems. On january 27, 2017, intuitive surgical inc., (isi) obtained the following additional information from the csr who was present during the surgical procedure: the csr indicated that the ecm arm moved without input four times. The ecm arm was observed to move external to the patient and the image moved on the screen indicating internal endoscope movement occurred. There was no patient impact as a result of this incident.